Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that he was unable to communicate with a vns therapy pulse generator due to a malfunctioning connection between his programming handheld and wand. Troubleshooting was unsuccessful in resolving the issue. Handheld and serial connector cable were subsequently returned for product analysis. An analysis was performed and the cause for the reported complaint is associated with a defective serial cable. Visual analysis of the serial cable identified that the metal cover of the dell axim connector assembly was loose allowing an intermittent connection between the handheld and serial cable.